Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 11:00 am with 150 mg/dl to 170 mg/dl blood glucose reading. Caller reported that the customer was hospitalized because of being unresponsive. The first incident reported happened on (B)(6) 2017. Caller reported that the customer was treated. Customer cannot recall their current blood reading. Customer blood glucose at the time of the incident was 63 mg/dl. Customer also had blood glucose reading on 50's mg/dl. Customer was off the insulin pump at time of hospitalization for less than 48 hours. The hospital name decab medical. Infusion set was changed on (B)(6) 2017. Caller did not mention air bubbles or leaks. Customer did not mention if the cannula was bent. Drive support condition was normal. High pressure test was not performed. Caller did not check the insulin pump setting. Insulin pump will not be returning for analysis.